Event description:
The customer contact reported that during testing at the user facility, it was noted that the channels a and b device door rollers were broken. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found channels a and b of the device door rollers were missing and the roller pins were broken. The cassette doors could not be properly closed due to the broken door roller posts and missing door rollers. When the cassette is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the door is closed. The valves must be closed by the device mechanism valve pins in order to prevent fluid from flowing freely through the cassette. The probable root cause for the broken and missing cassette door roller pins and door rollers is leaving the door assembly in the open position exposing the door roller post and door roller to contact damage. This report represents all the information known by the reporter upon query by hospira personnel.